Manufacturer narrative:
Block b3: date of event was approximated to 08/01/2025 based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of catheter detached. Block h11: investigation results the returned nephrostomy catheter set was analyzed, and it was noted that the catheter bell detached from the connector cap. It was also noted that the catheter returned cut and the rest of the catheter did not return for analysis. Microscopic examination was performed under magnification, and the connector cap was in good condition. However, the catheter return cut since only the catheter bel returned for analysis. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of catheter detachment of device or device component was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all the available information, boston scientific concludes that the reported event of was confirmed. Based on the analysis results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Additionally, the manufacturing process, includes different inspections to ensure that all finished devices meet specifications. However, the most probable cause of the reported event cannot be established due to lack of evidence. Therefore, an investigation conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation since the problems traced to the device, but the investigations could not identify the actual root cause.

Event description:
It was reported that a jinro pigtail nephrostomy catheter sets was used in a procedure. Reportedly, the left renal catheter of the bedridden patient got separated from the connection part. No further information reported.

Manufacturer narrative:
Block b3: date of event was approximated to 08/01/2025 based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of catheter detached.

Event description:
It was reported that a jinro pigtail nephrostomy catheter sets was used in a procedure. Reportedly, the left renal catheter of the bedridden patient got separated from the connection part. No further information reported.